Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged after the initial implant. A revision procedure was performed, during which it was noted that multiple attempts were made to reposition the lead without success. Due to patient condition, the physician elected to remove the atrial lead, plug the atrial port and convert the device to a single chamber pacemaker. No adverse patient effects were reported. At this time, this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.